Event description:
This is an anecdotal report of the events that took place, surrounding the discovery and subsequent identification of a problem that uf is experiencing. On march 11, 1998, a staff nurse called rptr into room to examine an IV that she had just shut off. The tubing had many air bubbles running with fluid levels in between, from the pump to the peripheral site. The ivac had not been alarming (per the nurse) and this was noticed during routine am care. The tubing was still engaged in the pump and was connected to a 3-way extension set. This had been the first occasion to observe this. No logical explanation could be entertained. No further issues of this type were reported. On friday, march 13, rptr learned of an incident on pediatrics, where the nurse needed to prime 4 IV sets before she got one that did not leak and have small air bubbles in the line. At this time, rptr called co representative for ivac-alaris medical services. He came to the facility and rptr discussed this issue with him. Rptr became aware of one new set leaking. He was able to determine that reporting facility had only 2 lots in the hosp since beginning use of this tubing (lot #707532 and lot #711-561). Since the problem was new and the floor stock on both units was lot #711-561, rptr felt that that lot probably represented the lot that they were experiencing difficulty with. On march 14, after having all new tubing shipped in uf switched out all of lot #711-561 for a more recent lot. The nurses were alerted to the issue and encouraged to report all problems. The alaris representative sent the tubing sets- all six of them- to his quality assurance department for analysis. No further problems have been reported with the present lot.